Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, fiducials were not administered prior to the spaceoar implant. Additionally, the procedure was done under local anesthesia. According to the complainant, the procedure was completed via transrectal ultrasound guided imaging. Correct placement was confirmed with hydrodissection in both saggital and axial images on ultrasound. During follow up, the patient reported discomfort and urgency to defecate. Reportedly, the consulting physician said that there was a possible rectal wall infiltration and that the patient prostate was only 14cc and may not have needed the whole volume of spaceoar. On (B)(6) 2020, the patient was reported to be doing better and the urgency to defecate comes and goes. Physician will follow up with patient continually. The patient will receive external beam radiation therapy. As of (B)(6) 2020, additional information received stated that the patient was not having diarrhea. The fecal urgency was likely related to increased rectal pressure. Reportedly, the discomfort was related to the spaceoar and was caused by rectal wall involvement of the spaceoar gel. Additionally, the patient experienced rectal pressure, strained to have a bowel movement, and thin stools. The patient was treated with miralax with adequate improvement in symptoms. The patient is currently stable and has a follow up in 3 weeks for the next lupron. The patient will be on androgen deprivation while they wait for the spaceoar to absorb.

Manufacturer narrative:
Block h6: device code 3009 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, fiducials were not administered prior to the spaceoar implant. Additionally, the procedure was done under local anesthesia. According to the complainant, the procedure was completed via transrectal ultrasound guided imaging. Correct placement was confirmed with hydrodissection in both saggital and axial images on ultrasound. During follow up, the patient reported discomfort and urgency to defecate. Reportedly, the consulting physician said that there was a possible rectal wall infiltration and that the patient prostate was only 14cc and may not have needed the whole volume of spaceoar. As of october 2, 2020, the patient was reported to be doing better and the urgency to defecate comes and goes. Physician will follow up with patient continually. The patient will receive external beam radiation therapy.